Event description:
Asr revision;asr xl - left;reason(s) for revision: pain.this is the 2nd of 2 revisions. (B)(4).implant date of cup: (B)(6) 2008.implant date of xl products head, stem and taper sleeve: (B)(6) 2009.all products were revised on the (B)(4) 2011.